Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction with mentor memorygel breast implants 470cc and suffered several unexplained, unspecified systemic symptoms. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. It is reported that an explantation surgery is scheduled, but the exact date is unknown. This report is for the right breast prosthesis.